Manufacturer narrative:
Vyaire medical file identification:(B)(4). Any additional information received from the customer will be included in a follow-up report

Event description:
The customer reported to vyaire medical that the lap top ventilator unit has internal leak. The reporter confirmed that there is no patient involvement associated on this event. Tests/lab data, including dates.